Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: 1. I have several photos of the awful reaction I'm still dealing with from the dermabond that was used on my forehead on (B)(6)2024. I'm on week 5 and still have some redness around the laceration where the glue was. 2. Dermabond was used to glue a laceration on my forehead in the emergency room at facility. I never saw the surgeon who glued my forehead again. However, I have been to facility, and two different dermatologists, several times since the glue was applied. I have my ER notes as well as my most recent visit with my dermatologist from ucsf. This experience has been extremely detrimental to my overall health, particularly my mental health, to have the scar corrected, which opened and did not heal properly because of the glue. I have since learned that many trauma surgeons and plastic surgeons know not to use dermabond on an adult's face because of the number of allergic reactions that occur. ER mychart: laceration repair, nonsutured time: 11:14 am pst performed by: me location: laceration of forehead length: 1.5 cm depth: superficial informed consent: indications for this procedure as well as risks, benefits, and alternatives were discussed with patient who verbalized understanding and agreed to proceed. Procedure in detail: the wound was pressure irrigated thoroughly with normal saline. Hand hygiene was observed and gloves used. There was no gross contamination. The wound was carefully examined and no foreign body evident. The wound was closed with dermabond. Good approximation attained and bleeding controlled. Neuro-vascular status is intact distal to the wound. Patient tolerated the procedure well with no complications. Instructions and return precautions discussed with patient. Ucsf mychart: progress notes: chief complaint patient presents with ¿ dermatitis follow up face, improvement. History of present illness allergic reaction to surgical glue: - noted improvement, but still experiencing puffiness and occasional pruritus around the affected area. - residual glue was discovered and removed by the patient. - completed a course of prednisone (60 mg, 40 mg, 20 mg) over 15 days; finished last dose last week. - noticed slight flare-up with increased erythema the day after stopping prednisone. - resumed topical triamcinolone, applying bid for the past week, which reduced erythema. - avoiding makeup due to fear of triggering another reaction; no prior history of makeup allergies. - awaiting patch testing, currently on a waitlist. - denies significant side effects from prednisone. Assessment/plan # allergic contact dermatitis, unspecified trigger (l23.9), chronic, improving not at treatment goal # pruritus (l29.9), chronic, improving not at treatment goal severe allergic reaction likely secondary to dermabond used for laceration repair. Rash with improvement s/p prednisone taper - start triamcinolone 0.1% ointment bid for total 2 weeks - then transition to tacrolimus 0.1% ointment bid until follow up - advised use of silicone sheeting for scar management once dermatitis resolves. - ok to use make up, avoid nail products, other acrylate glues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown wound closure of the forehead on an unknown date and topical skin adhesive was used. Patient has suffered from a severe reaction on her forehead around her wound that was closed with glue. She states that her eyes are almost swelled shut and her wound is crusty. She has tried washing it several times and requests removal instructions. Patient is on an oral and topical steroid. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the product code number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: I¿ve seen 4 doctors in the last week. My dermatologist determined my symptoms are consistent with severe contact dermatitis. The bacteria culture I got at urgent care came back negative for infection. I am on an oral and topical steroid. This is definitely an allergic reaction to the dermabond. I originally sent the message to your company because no doctor I saw knew how to remove it or had done it before. I had to go to reddit to figure it out. Because my skin rejected the glue, the laceration is large and did not close. No doctor wants to put sutures in my skin in this condition. I finally was able to peal some of the glue off after applying vaseline but the rest is covering a very deep part that likely will reopen if I remove the glue. Seeing how many people post online about allergic reactions to dermabond, I¿m so angry that the ER doctor who used it did not warn of a potential allergic reaction and what the signs would be. My forehead rash is horrific and the itch has been terrible. What could have been closed well with sutures will now be a thick scar on my forehead. Additional information has been requested however not received if further details are received at a later date a supplemental medwatch will be sent. Is a photo available of your reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.